Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.